Event description:
It was reported that the pt had either a revision or replacement due to his implantable neurostimulator (ins) moving under his armpit. It was unk if the pt had the ins relocated or replaced. Additional info has been requested, but was not available as of the date of this report. A f/u report will be sent if info becomes available. See also MFR report # 3004209178-2011-07668. In addition, see MFR reports # 3004209178-2011-07671 and 3004209178-2011-07673 for prior revision issue.

Manufacturer narrative:
(B)(4).